Event description:
While attempting to fire the plc75 loaded with a plcr75b reload on a side-to-side anastomosis, the plc75 went into firing range, but made a "pop" noise. Inspection of the plc75 and reload showed no problems. The surgeon then fired the device, resulting in unformed staples, and transected tissue. The surgeon then used another device to complete the anastomosis.

Manufacturer narrative:
Visual inspection showed that the anvil pin was broken. This was the root cause of the observed malfunction.